Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gastric bypass procedure on an unknown date and topical skin adhesive was used. Post-operatively the patient developed redness, irritation, and an infection at the site of application. No further information is available at this time.